Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received motor position encoder error and motion sensor test failure alarm. Customer's blood glucose level was unknown. Customer was reports that the insulin pump was exposed to moisture. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed motion sensor test failure during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor position encoder error alarm due to motion sensor test failure alarms.